Event description:
It was reported that a clearlink system continu-flo solution set was involved in a simultaneous flow incident. This occurred during testing of the device by the customer. The device was connected to a non-baxter secondary set, a sigma pump, and an antibiotic bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.